Manufacturer narrative:
This report is filed april 4, 2016.

Event description:
Per the clinic, the patient experienced a lack of clinical benefit, resulting in device non-use. The device was explanted on (B)(6) 2015. There are no plans to re-implant the patient as of the date of this report, february 5, 2016.